Event description:
A (B)(6) female with recent surgery had a port placed a month ago due to poor venous access. The port was functioning until she was requiring bolus IV fluid. The port then appeared to be difficult to flush. A patency check with fluoroscopic exam was performed on (B)(6) 2014. The findings indicated the midportion of the catheter, just proximal to the clavicle, there was contrast extravasated due to a fracture. The port was removed on (B)(6) 2014 intact with no complications.